Manufacturer narrative:
Evaluation codes: results - the complaint was not confirmed. Only the ipg was returned. As received, the ipg had terminal end electrodes lodged into the connector of each port. As there were no alleged complaints against the system prior to the removal of the system, this anomaly is consistent with explant damage. After the electrodes were removed from the header, the ipg was tested to manufacturing specifications using the autotester and passed all portions of the test. Except for explant damage, we did not identify any defects that would contribute to the reported complaint. As only the ipg was returned, the system could not fully analyzed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1825, 1627487-2012-1826. It was reported the patient's scs system was explanted due to the patient needing an MRI. It was also reported the patient was no longer receiving effective stimulation after suffering a fall. The patient's entire scs system was explanted.